Event description:
Anterior slip with possible leakage of the lap band or port. The pt has had troubles with the slip of the band and also having the pouch being dilated. The physician has unfilled her and tried to get her back to restriction but she is saying, she has no restriction at all. She is steadily gaining weight since 2008 and she is up approximately 29 pounds.